Manufacturer narrative:
Zimvie complaint number cmp-(B)(4). B3: date of event unknown / not provided d4: additional device information unknown / not provided h4: device manufacturer date unknown / not provided d10. Concomitant medical products unknown zimmer abutment, unknown lot number. Therapy date unknown.

Event description:
The doctor reported that during the placement of a plastic try-in, the abutment malfunctioned as it got stuck in the implant. While attempting to loosen it, one tip of the ratchet driver broke and the other one got deformed (bent). The affected dental position is #47 and the dental procedure was completed. This complaint refers to the fracture of the ratchet driver tip.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative zimvie received one (1) hx1.25, (tool hex sst 1.25mm 17mm) for evaluation. Visual evaluation was performed; there was signs of use. Driver has signs of use. The driver¿s tip was fractured. Fractured piece was not returned. DHR review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the hx1.25 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: dental: functional: fracture based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error, applying to much torque/speed. Therefore, based on the available information, a device malfunction did occur. The driver¿s tip was bent/damaged. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative: updated. Zimvie received one (1) hx1.25, (tool hex sst 1.25mm 17mm) for evaluation. Visual evaluation was performed, there was signs of use. Driver has signs of use. The driver¿s tip was fractured. Fractured piece was not returned. DHR review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the hx1.25 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: ¿dental : functional : fracture¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error, applying to much torque/speed. Therefore, based on the available information, a device malfunction did occur. The driver¿s tip was fractured. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.